Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml at 0.999 mg/day at via an implantable pump for spinal pain. It was reported that the hcp spoke with the medtronic representative and had the patient in the office and it was reported that the incision site was possible infected. It was reported that it was unknown when the event occurred. It was reported that the pump was exposed and the hcp was able to see the pump at the incision site. It was reported that the patient was scrubbing the area and removed the dressing when they were supposed to leave it on. It was reported that no diagnostics or troubleshooting was performed. It was reported that the whole system was explanted and was discarded by the customer. The issue was resolved at the time of this report. The patient status at the time of this report was alive - no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.